Event description:
Due to the tortuousity of the anatomy, the stent delivery system moved proximally as the stent was being deployed at the lesion. This resulted in the partial deployment of the stent. The physician was able to remove the partially deployed stent with the delivery system. There was no reported clinical consequence to the pt.

Manufacturer narrative:
Additional info was received from the user facility stating that continuous flush was not maintained in accordance with the directions for use. The physician believes that the tortuousity of the anatomy was the cause of the event.